Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01612. It was reported that patient experienced ineffective therapy due to impedance issue. Reprogramming was unsuccessful. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Surgical intervention may take place to address the issue.